Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was unable to send remote radio frequency (rf) transmissions via merlin.net. The asymptomatic pacemaker-dependent patient presented in clinic on april 20th and their device exhibited a rf telemetry anomaly. A firmware download was performed and the device was able to be successfully interrogated via rf telemetry.